Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced device's battery pins as well as the battery contact assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to take a patient's blood-pressure reading. Medical personnel that the batteries were fully charged and that they were unable to turn the device back on. No backup device was available. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
The customer contacted physio-control to provide additional details about the patient. No further details were available from the customer.